Manufacturer narrative:
The device was evaluated, the reported issue a sporadic failure. The failure could not be confirmed but occurrence was likely. There was waterproof failure due to the pinhole at universal cord. The angulation in the up direction was out of standards due to the worn angle wire. The video cable was corrugated. The insulation resistance value was out of standards due to the damage on charge-coupled device unit. There was a gap on the bending section cover adhesive. The distal end and the bending section cover adhesive were worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a diagnostic procedure, the endoeye flex deflectable videoscope presented an e226 scope communication error message (no image). The intended procedure was completed with a similar scope with no surgical delay. No patient injury reported.

Manufacturer narrative:
Correction: initial reporter information were inadvertently populated on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: due to the influence of moisture that entered the inside of the device from the leak point, a temporary continuity abnormality occurred in the charged coupled device (ccd) unit and the board inside the video connector. The ccd unit (including the ccd cable) was damaged by the following handling. Excessive bending or pulling (physical stress) of universal cord/video cable. The system ground wire was not connected (static electricity applied). The scope connector was plugged or unplugged while the system was powered on (overcurrent). Connected to the system (shorted) with dirt or moisture attached to the contacts of the scope connector. The event can be detected/prevented by following the instructions for use which state the following: "dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." "Do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result." "Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." "Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.